Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2024. On (B)(6)2024, the patient was seen for what they thought was a pocket of pus. It was determined that the patient had a cyst and on (B)(6)2024, a procedure was performed to remove it. Per the opinion of the physician, there was a small seroma and the fluid was evacuated. The patient received intravenous antibiotics pre-operation and the pocket was irrigated. The patient was stable and was discharged home on the same day. On (B)(6)2024, the patient was seen for a follow-up. The patient was doing great and presented with zero complaints.

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient was seen for what they thought was a pocket of pus. It was determined that the patient had a cyst and decision was made to remove it. The procedure was scheduled for on (B)(6) 2024.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient was seen for what they thought was a pocket of pus. It was determined that the patient had a cyst and decision was made to remove it. The procedure was scheduled for (B)(6) 2024. On (B)(6) 2024, the patient was seen for a follow-up. The patient was doing great and presented with zero complaints.

Manufacturer narrative:
Cvrx ID# (B)(4).